Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door during a drain phase of treatment. The nurse reported the patient received a supply bag lines are blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete pd treatment using a stat drain in the absence of the cycler.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door during a drain phase of treatment. The nurse reported the patient received a supply bag lines are blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete pd treatment using a stat drain in the absence of the cycler.